Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported perform blood glucose results of hi, which on the system indicates a result in excess of 33.3 mmol/l, and 12.7 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.